Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that a cancellous screw was broken at the screw head during insertion. The surgeon removed the broken screw and used another screw. No screw fragments were retained in the patient¿s body. There was no delay in the surgery or harm to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: complaint category states product is broken, but should state implant function issues. Product dis-assembled as opposed to physical breakage. The screw external diameter could not be measured because of manufacturing state, dimension applies after anodize but prior to bead blast, and the bushing is in its manufactured split condition and cannot be measured. Raw material could not be measured on bushing because it is in its assembled state, but was confirmed as good in DHR review, complaint is unconfirmed from a manufacturing perspective. Mfg evaluation; no issue, DHR review; no issue, as result of completed mfh evaluation, mechanical overloading during use could be identified as root cause. No indication for material or design related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: this synapse screw exhibits post production/acceptance damage that includes: body is dis-assembled from the screw. The screw has the bead blasted area in the medial area polished with helical radial grooves visible in the same area. The body has nicks and scratches on all four rod slot walls with visible nicks and scratches on the interior are of the thread undercut. Visible in the bushing the spherical internal diameter has indicates that the screw had been spun and the bushing is deformed in the area of the split in the bushing and is out of location to the other side of the split. All described non-conformities/damage is not related to the manufacturing process. Product is dis-assembled as opposed to physically broken. The screw external diameter could not be measured because of the manufacturing state, dimension applies after anodize but prior to bead blast, and the bushing is in its manufactured split condition and cannot be measured. Raw material could not be measured on bushing because it is in its assembled state, but was confirmed as good in the device history record review. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was initiated, but could not be completed as the device needs to be re-decontaminated prior to further review. Investigation is on-going. Additional product codes for this report include nkg -- orthosis, cervical pedicle screw spinal fixation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product needs to be re-decontaminated.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date received by manufacturer: reported on follow up as mar 27, 2012; should have been may 13, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.